Event description:
The consumer reported her thermometer was giving a false negative reading. The device was reading int he normal range despite the child having a fever. The consumer took her child to the doctor where here temperature was taken and it was confirmed they had fever. There were no complications from the incident, and the child is doing fine now. We have requested that the thermometer be returned to our company for further investigation.